Event description:
The complainant reported the automated impella controller (aic) had a self-check error when the console was turned on. After forcibly shutting down the device and turning it back on, the self-check was completed and the screen moved to the assistance preparation start screen. The aic was replaced and there was no patient harm.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. Data analysis: the case related to the reported complaint was initiated on (B)(6) 2025. During the boot-up process, multiple error messages were observed, signaling communication issues within the aic. It was observed that all subprocesses within the aic were failed. Following the error, the aic was forcefully shutdown and after the reboot, no further problems were seen. Device analysis: the console was sent back to field service for further investigation and was tested. After performing manual multiple power cycles, but the issue could not be reproduced and no communication issues were observed. A thorough visual inspection of the internal components was conducted, but no physical problems were found. There was no interruption in the supply were detected between the power battery manager (pbm) and the 4-in-1 assembly. Root cause: the root cause of the "system self check error" could not be determined due to the inability to reproduce